Event description:
The report stated that whilst in recovery (post operative), the patient had to be re-admitted to theatres for internal bleeding. The surgeon discovered that the seal zone to inferior mesenteric artery had partially split at the edge of the seal. This required re-operation resulting in an unintended 7" incision. The patient is now ok. There were no regrasp alarms or failed seals during the initial procedure. The seal was still intact, when the patient was closed approximately 1 hour after the seal was performed. The problem occurred when the patient had been in recovery for about 10 minutes.

Manufacturer narrative:
The incident device tested within specification. Reports of this nature will be tracked and trended. An analysis regarding this incident is ongoing and a follow-up report will be submitted.